Event description:
It was reported that the left ventricular lead exhibited low impedance and unacceptable thresholds. The device was reprogrammed. The patient would be monitored.

Event description:
New information received on (B)(6) 2015, states that the lead continued to exhibited low impedance. No intervention had been reported.

Manufacturer narrative:
.